Event description:
Patient reported left side rupture with "pain and inflammation". The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported left side rupture with "pain and inflammation". The device has been explanted and discarded.

Manufacturer narrative:
Clarification to d6a. Implant date: only year was reported. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side rupture with "pain and inflammation" diagnosed by MRI. Healthcare professional later reported "rupture" and "capsular contracture baker grade ii" diagnosed via ultrasound and MRI. The device has been explanted and discarded.

Event description:
Patient reported left side rupture with "pain and inflammation". The device has been explanted and discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted and discarded.